Event description:
Report received from (B)(6), stating that the device was heating. It is known that the event did not occur during surgery. However, it is unk if there were injuries or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).